Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. One day after the event onset, the patient was treated with cefamezin and amikacin (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported; however, it was reported that "the patient responded to antibiotic therapy." Pd therapy was ongoing. No additional information is available.